Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue of the iabp shutting off when a battery was removed. The fse determined that the power management board was not functioning properly. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) transport power module would not work, batteries would not charge and will shut down when one battery is removed. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) transport power module would not work, batteries would not charge and will shut down when one battery is removed. No patient harm, serious injury or adverse event was reported.